Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter ID was entered into the pump incorrectly and tandem technical support directed the customer to re enter the correct transmitter ID number. However, the transmitter continued to not connect to the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.